Event description:
It was reported that the patient experienced couple and communication issues with the device. It was noted that the internal neurostimulator (ins) was located in the patient's abdomen, but it 'was not flat against the surface of the skin and seemed to be at an angle.' The patient stated that she charged her device at night because 'she doesn't move during the night.' The patient further indicated that the ins charge level was 75% at night, but it was 25% the next morning. It was noted that the patient experienced a burning sensation while recharging the device. It was further noted that the patient had not seen the thermometer screen. The patient stated that she could not recharge the device with a thin layer between the skin and recharge antenna because she had coupling issues. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that the patient had not returned to the clinic. Additional information will be reported as it becomes available.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 74001, lot# n225811, implanted: (B)(6) 2011, product type adapter; product ID 3887-33, lot# j0124792v, implanted: (B)(6) 2002, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was that the battery was "tipping forward" when the patient stood up, but she recharged in a supine position. It was further noted that it took all night to charge and the charger got very hot with coupling. It was reported that when the patient "placed the charger on" it turned off the remote controlled fan. The charger also turned off when the patient was near her computer. The patient did not sustain any injury as a result of this event. Several days later, it was reported that there was heating at the recharging antenna, difficulty maintaining coupling, and decreased intervals between recharges. The patient was reported to be alive with no injury/ adverse event. No action was taken.

Manufacturer narrative:
(B)(4).